Event description:
The following has been reported by customer: pump sensor is not working properly as such it does not recognise syringes. The pump also stopped working in the middle of surgery no alarms went off as a result patient started waking up without the team noticing in time. Additional information received from customer. The case was an excision/destruction of lesion of tongue - head, surgical removal of impacted/buried tooth/teeth - head and unilateral thyroid lobectomy & isthmectomy +/-microlaryngoscopy/laryngoscopy - thyroid. The anaesthetic plan was a general anaesthesia with total intravenous anaesthesia (tiva) - propofol + remifentanil infusion. Which syringe brand and size was being used? We were administering total intravenous anaesthesia via the 50ml braun omnifix luer lock syringes. I have attached an image. What was the flow rate being delivered? I am unable to give a reliable flow rate as I wasn't the anaesthetist of the patient (I was the anaesthetic nurse) which drug was being administered? We were administering 1% propofol infusion. Had there been any previous issues with the device? Not that have been reported from previous days. But on the day, we had issues with the device recognising syringes. We had to fiddle with the clamp a few times to get the device to recognise syringes when swapping to start a new syringe. Did the patient fully wake up and was there any harm to the patient? The surgical team first noticed and informed the anaesthetic team that the patient was moving. The patient did not fully wake up but started to move their arms. As the patient was of high bmi the team sprung into action to support the patient on the table. What steps were taken when the issue was discovered? We confirmed from the eeg brain monitoring sensor that the patient was waking up (eeg monitoring went from the 20s to the70s and climbing). The anaesthetist immediately gave propofol 1% bolus that we had at hand. Since, the device had been having sensor issues as earlier described, we already had another device on standby. After the bolus propofol was given by the anaesthetist, and the anaesthesia deepened, we quickly swapped out the faulty device for the one on standby. The faulty device was reported. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed and data embedded in history log is insufficient to confirm the reported event. The reported device was received in brézins for investigation. According to our investigation, during visual inspection, it was noted that the screw covers of the pusher arm were drilled and the device was dirty. A syringe installation/selection test was performed on the device; it was difficult to select the syringe because the disengagement alarm persists. After a while, the syringe could be selected on the device. It was possible to launch a tci infusion which went well. The reported issue was reproduced because it was difficult to select the syringe because the disengagement alarm persists on the device. It was not possible to perform the complete quality control because it is not possible to select a syringe (permanent disengagement alarm). During the internal check it was found that the plastic pin holding the spring in place is broken, allowing the spring to move freely in the pusher even though the last maintenance was carried out in april 2025. For this complaint, the root cause of the reported issue was found to be broken spring fixation however this is probably link to a bad maintenance that was performed in april 2025 on this device which also explain why the screw covers of the pusher arm were drilled. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: misuse. The trend is: n/a.